Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for spinal pain. The patient reported that they had a shocking sensation. The patient reported that they felt an uncomfortable stimulation while visiting at the hospital and then tried to use the patient programmer (pp) but was not able to communicate with ins. The patient was able to use the ins recharger with the belt to turn the ins off. After the uncomfortable stimulation, when they tried to use the patient programmer to communicate with the ins it could not communicate. It was reported the patient programmer could communicate without the antenna attached. While troubleshooting with the patient regarding pp not communicating with ins, pss was able to determine it could be pp antenna since the patient was able to connect pp without the pp antenna. A replacement pp antenna was requested.